Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 375cc mentor smooth round moderate profile salien, catalog: 3501660, lot: 6517530 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent breast reconstruction revision with two 375cc mentor smooth round moderate profile saline breast prostheses, suffered deflation on the left side post-operatively. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
On 7/9/2019, the mentor failure analysis lab has received the device for evaluation. On 7/23/2019, mentor also became aware that the correct concomitant device was the following: 375cc mentor smooth round moderate profile saline, catalog: 3501660, lot: 6524434. On 7/29/2019, the product investigation was completed. Device investigation summary: a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. During evaluation of the device it was observed some creases in both views. Within a crease, a tear was noticed measuring approximately less than 0.1 cm located in the posterior aspect. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).